Event description:
A customer was contacted by beckman coulter, inc. (Bec) concerning performance of troponin (accutni) assays on access 2 immunoassay system, and indicated an occurrence of non-reproducible false (B)(4) accutni result on one patient's sample in (B)(6) 2011. The erroneous result was not reported out of the laboratory. Repeat testing produced a result within the normal reference range. The sample was also tested by an alternate method, which confirmed the access repeat result. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin pst tube. Centrifugation data was not provided. No specific event related qc data was supplied. The instrument is currently performing within qc specifications. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. The laboratory has an accutni patient sample repeat analysis procedure, which includes repeating all initial accutni samples outside the laboratory's normal reference range prior to reporting results. Samples are visibly inspected and re-spun prior to repeat analysis. A definitive root cause for this event was not determined.